Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported air embolism could not be conclusively determined. Per the IFU, air embolism is a known risk during the use of this device.

Event description:
During a paroxysmal atrial fibrillation procedure an air embolism occurred. St elevation was noted on the ECG following transseptal puncture and the patient became hypotensive and bradycardiac. An angiogram revealed an air embolism in the left anterior descending artery. Cardiopulmonary resuscitation was performed and air was aspirated, which stabilized the patient. The patient was transferred to the ICU and a neurological assessment following extubation indicated the patient had developed hemiparesis, though a CT revealed no infarction. There were no alleged performance issues with this device.